Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. No obvious signs of exterior damage were noted. However, the clip that is ready to be loaded into the jaws does not appear to be advanced forwards enough. No other defects or anomalies were observed. Reference files pic_anp1900044886 for investigation photos. A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. However, no ratchet sound was heard indicating that the internal ratchet ears are damaged. In spite of the damaged ratchet, one clip was able to load, close, and release from the jaws of the endo5 with no difficulty. Three clips remain in the channel indicating that the end user fired twelve clips. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time other remarks: as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of clip not loading properly was confirmed based upon the sample received. The clip in the applier that was ready to load into the jaws was found to not have been advanced far enough. However, the returned sample was able to load and apply clips when properly handled. The returned sample was found to have broken internal ratchet ears which could affect the end user's ability to load and apply clips. This type of damage can be caused when the trigger is manually pulled open before complete engagement of the trigger has occurred. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Only 3 clips remained in the cartridge indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Alleged event: the device would not load appropriately inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500436 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device would not load appropriately inside the patient. The patient's condition was reported as fine.